Event description:
It was reported by the customer, during the insertion, difficulty experienced while introducing the guidewire. The physician also experienced difficulty with removal of the guidewire; it was impossible to fully remove. As a result, a scanner and x-ray control was necessary.

Manufacturer narrative:
Sample will not be returned for eval.